Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl and high blood glucose of 431 mg/dl. The customer's blood glucose was 210 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food and high blood glucose was treated with bolus. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The insulin pump will not be returned for analysis.